Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-05847 for the associated device information. It was reported to boston scientific corporation on october 24, 2021 that a hot axios stent was to be implanted transgastric to the jejunum to treat pancreatic cancer during a gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the stent (the subject of this report) was unable to deploy and the handle broke. The stent was removed from the patient fully covered by the outer sheath. A second axios stent (the subject of MFR. Report # 3005099803-2021-05847) was attempted to be exchanged over a guidewire; however there was difficulty advancing a guidewire. Once the device was successfully exchanged, the stent was fully deployed; however, the stent first flange was deployed in an incorrect location. A surgery was performed to remove the second axios and close the puncture site. There were no patient complications reported as a result of this event. The patient's current condition was reported to be okay. Note: it was reported that the axios stent was placed for a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent failure to deploy for a gastrojejunostomy procedure. Medical device problem code a0401 captures the reportable event of handle break. Impact code f19 captures the reportable event of surgery performed. Block h10 a hot axios stent and delivery system were returned for analysis. The stent was returned fully covered by the outer sheath and undeployed. The delivery system was received in position "2". Visual examination of the returned device found the sheath kinked. Functional inspection was performed and the stent could not be released from the delivery system. A destructive inspection of the delivery system was necessary to identify rotational damage; the outer sheath was found twisted and detached. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed as the stent was returned undeployed and was unable to be deployed during functional testing. The reported event of handle broken could not be confirmed during visual inspection. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the jejunum for a gastrojejunostomy procedure. The IFU states "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The hot axios stent is not indicated to be placed transgastric to jejunum. Furthermore, according to the evidence found in the product analysis, the outer sheath was returned twisted and was detached, which is evidence that the handle was incorrectly rotated. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, surgical intervention is noted within the instructions for use (IFU) as a known possible adverse events related to the use of the device. It may be that the physician rotated the handle as the axios locked onto the scope or failed to keep the handle stationary with the echoendoscope while attaching it by rotating the luer lock fitting clockwise. This could lead to the sheath twisted and detached, sheath kink and ultimately stent failure to deploy. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-05845 and 3005099803-2021-05847 for the associated device information. It was reported to boston scientific corporation on (B)(6), 2021 that a hot axios stent was to be implanted transgastric to the jejunum to treat pancreatic cancer during a gastrojejunostomy procedure performed on (B)(6), 2021. During the procedure, the stent (the subject of this report) was unable to deploy and the handle broke. The stent was removed from the patient fully covered by the outer sheath. A second axios stent (the subject of MFR. Report # 3005099803-2021-05847) was attempted to be exchanged over a guidewire; however there was difficulty advancing a guidewire. Once the device was successfully exchanged, the stent was fully deployed; however, the stent first flange was deployed in an incorrect location. A surgery was performed to remove the second axios and close the puncture site. There were no patient complications reported as a result of this event. The patient's current condition was reported to be okay. Note: it was reported that the axios stent was placed for a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.